Event description:
N/a

Manufacturer narrative:
UDI: (B)(4). The certas valve was returned for evaluation: DHR -was not possible as the lot number and was unknown. Failure analysis - the valve was visually inspected; a cut in the needle chamber was noted. The valve passed the test for programming and reflux. The valve was flushed and leaked from the cut in the needle chamber, flow was also noted through the valve. The valve was leak tested and leaked from the cut in the needle chamber. The valve could not be pressure tested due to the cut in the needle chamber. No root cause could be determined for the occlusion reported by the customer as the technician could not confirm an occlusion with the valve at the time of investigation. The possible root cause for the occlusion reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no occlusion was noted. The root cause for the cut in the needle guard was probably due to a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut/tear resistance.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported suspected occlusion of a certas valve: the valve was implanted via v-p shunt in (B)(6) 2020 with a setting of 4. On (B)(6) 2020, the patient presented with headache, and the setting was changed to a lower setting without improvement. Flow with contrast agent was not confirmed on the peritoneal side by puncturing the reservoir and adding contrast agent. Occlusion was suspected; therefore, the valve was replaced to a new one.